Event description:
It was reported during knee arthroplasty that the femoral impactor block fractured upon impaction with the femoral trial. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of the picture provided confirmed the impactor block was fractured. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.